Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. The patient alleged that the battery cap was not able to be removed from the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06/01/2016. Device evaluation: the device has been returned and evaluated by product analysis on 05/16/2016 with the following findings: during investigation, the battery compartment was found to be cracked. There was no damage observed to the battery compartment threads. The returned battery cap was found to be damaged. The removal slot was found to be damaged. A test cap was used for the investigation. It securely attached and was able to be easily removed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.